Event description:
It was reported that the patient experienced cylinder breakage of the outer surface was torn away resulting in fluid loss and device inflation issues with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new spectra penile prosthesis (spp) was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Event description:
It was reported that the patient experienced cylinder breakage of the outer surface was torn away resulting in fluid loss and device inflation issues with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new spectra penile prosthesis (spp) was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Manufacturer narrative:
Device analysis: it was reported that the device experienced cylinder breakage. The ams700 cylinder was visually inspected and functionally tested. No leak was found. It performed within specifications. Based on a lack of damage on the returned device and the successful functional test, the most probable cause for this complaint was considered no problem detected. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation is necessary.